Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump time was incorrect, cause was unknown. There was no reported impact to the customer's blood glucose. Reportedly, the customer reverted to an alternate method for insulin delivery.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. The information will be used for tracking and trending purposes.